Event description:
It was reported that the right ventricular (rv) lead had an apparent lead fracture or was severed just below the pin connector. It was also reported that due to patient anatomy, the vein occluded. No lead was replaced per physician discretion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor had blood/body fluid (not obstructed) and the outer insulation was breached cut.